Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient's device is not working. Caller doesn't know what patient means at this time whether it is a therapy or a device issue. No further complications were reported.